Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc captures the (B)(6) 2017 (insert) revision. Subject ID: (B)(6). Study: dots. Clinical adverse event received for chronic infection : infection - deep event is serious and is considered severe there is a remote possibility that the event is related to either device or procedure. Date of implantation: (B)(6) 2015, date of revision #1: (B)(6) 2017 (insert), date of event (onset): (B)(6) 2021, (left knee). Treatment: none - awaiting possible revision medical records were reviewed: on (B)(6) 2015, the patient had a bilateral cemented total knee arthroplasty to address bilateral osteoarthritis. Depuy components, including depuy patella were used during the procedure. On (B)(6) 2017, the patient had a revision left total knee arthroplasty to address acute hematogenous sepsis. The right knee was also aspirated. Prior to surgery, the patient was noted to have pain. The patient was noted to have had a prior aspiration and was positive for infection.